Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display screen was found to be discolored. A test display was used for investigation and was found to function appropriately with normal contrast and no discoloration. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.